Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture and could not sense at highest sensitivity. Moreover, a fluoroscopy was done and result showed lead was dislodged. Subsequently, this lead was explanted. No additional adverse patient effects were reported.